Manufacturer narrative:
E1 - facility name: (B)(6). E1-facility address: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that the light guide bundle connector was damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited light guide bundle connector is loose and has come off. The issue occurred during reprocessing. There were no reports of patient involvement.